Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that they had been also wearing the sensor for six month and has been losing signal from the pump even when the sensor was three inches away from the pump. The customer stated they followed all proper instruction on how to use the sensor. The customer did not save the sets or lot numbers to the reservoir to trouble shoot the no delivery alarm. The customer was advised to call back to trouble shoot the issue if they receive another no delivery alarm. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.